Event description:
A customer in (B)(6) notified biomérieux of obtaining false positive cefoxitin (oxsf) screen results for two staphylococcus aureus isolates while using the vitek® 2 ast-p631 test kit (reference 414961, lot 7310939403) with software version (B)(4). The customer confirmed the isolates were from two separate patients. The isolates were also tested via alere pbp2a and cefoxitin disc diffusion; the results were negative and sensitive respectively. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to the patient's state of health. Biomérieux will initiate an internal investigation.

Manufacturer narrative:
This report was initially submitted following notification from a customer in france regarding false positive cefoxitin (oxsf) screen results for two staphylococcus aureus isolates while using the vitek® 2 ast-p631 test kit (reference 414961, lot 7310939403) with software version 8.01. The customer confirmed the isolates were from two separate patients. The isolates were also tested via alere pbp2a and cefoxitin disc diffusion; the results were negative and sensitive respectively. A biomérieux internal investigation was completed. Strain 1: tests performed on three subcultures from strain 1 and then a polymorphism was observed which make a total of nine (9) subcultures tested (mass and each type of colonies for each three initial subcultures). The strain identification of s. Aureus was confirmed on gp card for the all subcultures tested. Alternate method results (all subcultures tested): pcr meca/mecc : negative. Cefoxitin disk diffusion: susceptible. The oxacillin reference method (ad) gave a susceptible results for the all subcultures tested. Vitek® 2 ast-p631 cards from customer lot (7310939403,cl) and a random lot (7310787203, rl) were tested from cba (cos bmx) subculture. Vitek® 2 ast-p631 results: ox mic <= 0.25 mg/l, susceptible (both lots). These ox values are within essential agreement compared to the reference ad mic (0.25 mg/l) without any category error. The oxacillin is corrected to resistant on the random lot from one subculture. This correction was due to a positive oxsf test result associated with a benzilpenicillin mic equal to 0.06 (instead of a benzilpenicillin <= 0.03 in the other cases). On three subcultures : oxsf test results were obtained negative on both lots tested. On two subcultures : oxsf test results were obtained negative on the customer lot and positive on the random lot. The positive tests were corrected to negative. This correction is due to the "wild" phenotype obtained. On one subculture : oxsf test results were obtained positive on the customer lot and negative on the random lot. The positive tests were corrected to negative. This correction is due to the "wild" phenotype obtained. On two subcultures : oxsf test results were obtained positive on both lots tested. The positive tests were corrected to negative. This correction is due to the "wild" phenotype obtained. On one subculture : oxsf test results were obtained negative on the customer lot and positive on the random lot(without any correction). Two subcultures were sequenced to complete the investigation (in collaboration with reference lab testing). The whole genome sequencing revealed point mutations in pbp1, pbp2, pbp3, pbp4 and gdpp genes explaining the borsa phenotype of this strain. Conclusion: the strain is suspected to be a methicillin-resistant s. Aureus strain lacking mec genes, also called borsa (borderline oxacillin resistant s. Aureus). Borsa could be missed by conventional methods such as cefoxitin disk diffusion testing, as it was the case for this strain. The whole genome sequencing revealed point mutations in pbp1, pbp2, pbp3, pbp4 and gdpp genes explaining the borsa phenotype of this strain. The positivity of the oxsf test for the strain could be explained by mutations in native pbps and/or in gdpp gene. The vitek® 2 ast-p631 cards, lot #7310939403, met final qc release criteria. This lot passed qc performance testing.